Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078-0008 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: there was a call service (cs 078) alarm observed in the black box and alarm history. The pump powered on properly with no alarms. A rewind, load and prime sequence was performed successfully. The pump was exercised for 24 hours with no call service alarms received. The pump was opened and there was evidence of moisture internally. Unrelated to the original complaint, the display was dim and discolored and the battery compartment and pump case were cracked. (B)(4).